Manufacturer narrative:
One device was received. The complaint was verified by visual inspection as the drain valve was damaged. The cause was a defective drain valve knob. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the drain valve to correct the issue. The float switch and return tube were also replaced due to deterioration. The device passed all functional tests after repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product's drain tube's "cock" was broken. No patient involvement was reported.